Manufacturer narrative:
The technician found the brake detent mechanism block was stripped out allowing the brake and steer pedal move freely. The technician replaced the brake detent mechanism block and adjusted brake to repair the bed.

Event description:
Information received indicates the brake will not hold after being set.